Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
It was reported that prior to performing a novasure endometrial ablation the physician "performed a curettage, dilated with metal dilator, sounded with metal sound, diagnostic hysteroscopy." The novasure device was inserted and manipulation was done for positioning. The cavity integrity assessment test (cia) failed twice and hysteroscopy was performed again, but "no visibility due to blood in the view of field." A laparoscopy was performed and a perforation confirmed mid uterus, treated with floseal. Patient was released.